Manufacturer narrative:
A ge service representative performed an on site investigation. The representative removed and replaced the battery charger board. Also, the battery charger output was adjusted. The system was found to be operating as intended.

Event description:
The customer reported the 9800 system displayed low ma and charger failure error messages. No report of patient injury.